Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Myocardial infarction and thrombosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a xience alpine 3 x 23 mm stent was implanted on (B)(6) 2016. On (B)(6) 2016, the patient was re-admitted with subsequent st-elevation myocardial infarction (stemi) and thrombosis. Additionally, treatment upon readmission included percutaneous transluminal angioplasty (pta) / percutaneous transluminal coronary angioplasty (ptca). No additional information was provided.